Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (no details reported) for peritonitis. The patient recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.